Event description:
It was reported that "the inside cable of a motor device was exposed and coming apart". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed and the cord / hose of the device was pulled loose from the connector end of motor assembly. Therefore, the reported condition was confirmed. This was due to misuse / mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly.